Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k945952. PMA / 510(k)#: k901449. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for open seal , label lift and foreign matter with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported before use with the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tubes there was label lift off/partial peel off and foreign matter in tube; biological and nonbiological. The open label event occurred 26 times, the foreign matter event occurred 1 time. The following information was provided by the initial reporter: plastic encapsulates tear product = 8 sp, open label = 26 sp, scrap hair = 1 sp. Additional non reportable event type(s) were reviewed with the following rationale: damage or open package / seal where sterility is not compromised occurred 8 times.